Event description:
It was reported that the right ventricular lead exhibited a pacing lead impedance anomaly. The lead was capped and replaced. The patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.